Manufacturer narrative:
Received one used list# b3300, clave¿ neutral connector: lot# unknown. The silicone plug was observed to be missing. The reported complaint of a leak could be confirmed. The returned sample was observed to be missing its silicone plug, which would lead to a leak. The probable cause of the missing seal is unknown. A device history record review could not be conducted because no lot number was identified.

Manufacturer narrative:
Additional reporter: (B)(6). The device is not available for evaluation. No lot number available for device history lot review. A supplemental MDR will be submitted if any information is made available.

Event description:
Event occurred regarding a clave¿ neutral connector where the reporter stated that "there was cracked nad (needless access device). Therefore, the patient was not receiving pge (prostaglandin e), and this caused the patient to desaturate. They also stated that the patient has tetralogy of fallot and needs pge to keep the duct open. The patient needs medication to infuse at all times to prevent the duct from closing. The patient did not received medication for 30-45 minutes resulting the patient to experience desaturating. The patient needed increase in fio2 and flow. Patient's vital signs were stable prior to the cracked nad. Still, the patient was desaturating, until the new nad was put in the line and then patient was fine after putting the new nad. It was also stated that they went on patient's high flow nasal cannula flow and oxygen. They increased the pge drip rate until the patient's vital signs were stable. Intervention was required. Thus, there was injury and there was no death."

Manufacturer narrative:
Correction: b2. Correction: h1. Correction h2.